Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive up and down buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force enhance sensor test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
It was reported that the insulin pump had no delivery alarms during fixed prime. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir was not empty. It was reported that the insulin exited. The insulin pump passed the displacement verification test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.